Event description:
It was reported the lead was explanted and replaced due to a perforation. It was also reported that the patient reported "I have a medtronic adapta dr pacemaker that was inplanted on (B)(6) 2008, model #4092-52 (addr01). I have been in rehab for the last three years due to a stroke caused by one of the leads of the pacemaker." No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual lead was not received for evaluation. However, performance data was collected from the device and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. However, performance data was collected from the device and analyzed. No anomalies were found. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.